Event description:
During a surgical procedure, a nurse hit their head on a monitor holder by walking into it. This resulted in a laceration to the top, front, right side of their head and required 1 staple to close. The nurse returned to work the same day.